Event description:
It was reported that the programmer's strip printer was working only intermittently. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis and that the label on the radiofrequency programmer head was coming loose.

Manufacturer narrative:
General task review of service findings: change in reportability after review of analysis from not reportable to reportable. Initial report required and aware date will be reflected as the analysis completion (tsc) date. This is the initial individual regulatory report, therefore the aware date in gch will be the tsc date. Product event summary: analysis confirmed the customer comment that the strip printer worked intermittently and therefore the printer was replaced. Analysis also found that the tip of the stylus pen was coming loose and the stylus was replaced and calibrated with the associated overlay screen and that the company logo button was missing so one was installed. Product ID: 2067 radiofrequency programmer head; (B)(4).